Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from an unspecified location. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Lot # 60127210. The device was manufactured between may 26, 2018 - may 27, 2018. One device, out of the quantity of two, was not received for evaluation; therefore, a device analysis could not be completed. One device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed which revealed a leak at the spike port cap form the base of the spike port tubing. The reported problem was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.